Event description:
International affiliate reports that water leaked from the confidence kit syringe (ie. Pump). Water is reported to have passed on the other side of the syringe. Another confidence kit was available to complete the procedure and there were no adverse consequences to the patient. Also, no significant delay occurred.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The confidence 11cc spinal cement system was returned for evaluation. Visual inspection revealed no identifiable issues with the retuned samples. The pump had a small amount of water left in it, but no water could be observed behind the o-ring of the pump. There was also no water in the cement reservoir. A performance evaluation found the water leaked past the reservoir o-ring out to the environment. Upon further inspection, this issue was resolved by tightening the reservoir cap. A review of the device history records (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the confidence kit was conducted on the device family. This analysis found no emerging trends. The root cause for the pump leaking water outside of the cap cannot be positively identified. However, it may have been due to not tightening the cap fully. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.